Event description:
Healthcare professional reported via email "textured and bilat cap con". Baker grade unknown. Device explanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side textured and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d6a, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported via email "textured and bilat cap con". Baker grade unknown. Device explanted. Left side.